Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the histroy log files it could be found the reported infusion therapy. The programmed settings were a vtbi 331 ml and an infusion rate of 120ml/h. Furthermore it was possible to detect that the infusion after start was stopped by operating unit (third party). No other abnormalities could be detected. The device was visual investigated. All cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No external damages on the housing part or operating unit could be detected. A functional test was performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation only the upper housing part was removed. No damages or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under-infusion" customer information: patient attended for a blood transfusion and chemotherapy. Patient had blood transfusion first. Patients flow rate of the blood was 120mls per hour due to co morbidities. The transfusion was started approximately at 09.24am and around 12 I identified that the blood transfusion still had a good amount of blood remaining in the bag. There had been no occlusions or high pressure alerts or issues with the cannula during this time and the patient also did not note any issues. We swapped to another pump and the drip rate to the infusion appeared different to the other pump despite the same 120 flow rate. There was still plenty of time to administer the remaining blood so there was no detriment to the patient or harm caused they still received the full bag of red cells safely.